Event description:
It was reported the device was having an issue with delivery - the device was not infusing. This was discovered when the pump alarmed that the medication bag was empty when it was still full. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: d4 (UDI) and g5 are unknown. No further information provided at this time. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition, no cracking was observed on the cases and the tamper seals were intact. Review of the event history log showed occurrences of "pcea dose attempted and started," "am run mode delivery paused," "upstream occlusion,' and "downstream occlusion" alarm messages. Functional testing involved delivery accuracy testing and it was found that the pump was over delivering to manufacturing specifications. Based on evidence and investigation, the complaint allegation was confirmed. The upstream and downstream occlusion sensors as well as the expulsor assembly were replaced. As the device was beyond a year from the manufacture date and with no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review this device had not been in for service in the previous year and there was no indication the complaint was related to a previous service., corrected data: h4 (UDI), g5, h6 health effects, b3: unknown; no information has been provided to date.